Event description:
It was reported that the patient went to the emergency room due to a patient alert triggering for the right ventricular lead. There were non-sustained tachycardia (nst) episodes that revealed nonphysiologic intervals that may have been recorded due to fast arrhythmia or noise. The sensing integrity count was elevated, indicating lead oversensing. Real-time oversensing was not observed, however ventricular ectopy was occurring. Three days later, the patient returned to the clinic due to patient alert triggering again. The alert was programmed off and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead integrity alert triggered on (B)(6) 2011 18:01:20 and (B)(6) 2011 12:31:53. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 18:01:20 and (B)(6) 2011 12:31:53. The lead was oversensing and there were 4 ventricular (non-sustained tachycardia) nst episodes greater than or equal to 210 ms on (B)(6) 2011. The lead was also experiencing interference/noise and the ventricular short interval count v-sic was equal to 119.4 counts avg/day, in 2.96 days, between (B)(6) 2011.